Event description:
The customer contacted stryker to report that their device stopped delivering compressions to the patient and an audible alarm with a red light was activated. If a device malfunctions, the device operating instructions indicate that the user is to remove the device and immediately start manual chest compressions. The patient did not survive. However, when the device failed, the users performed manual chest compressions. In addition, the crew members, healthcare professionals, indicated that the patient's outcome would have been same, had the device failure not occurred.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker evaluated the customer's device and verified the reported issue. It was observed that there was corrosion on the compression module and the protective board. The compression module and the protective board were replaced to resolve the issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The removed protective pcb was further evaluated; however, further cause could not be determined. The removed compression module was scrapped in the field.